Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "ruptured implant." Device remains implanted.